Event description:
It was reported that noise was found on the lead. The patient received inappropriate high voltage therapy. The lead was capped and replaced during routine generator replacement. Patient condition was good.